Event description:
Primary stability achieved, no osseointegration. Biomechanical overload. Same patient as (B)(6) (loss of 2 implants). One temporary restauration was not correctly connected to the implant. On the other implant, the temporary restauration was not from thommen medical.